Event description:
It was reported that during an attempt to reposition the left ventricular lead, the stylet could not be inserted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.